Event description:
The reporter stated that up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required multiple button presses in order to elicit a response on the keypad. The reporter also indicated that the patient wears the pump in her pocket and does not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/23/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.